Event description:
It was reported that after positioning the introducer catheteeer into the pt's vessel and upon attaching the saline feeder to the luer lock connection site, the filter housing was noticed to be broken. The entire system was removed and replaced with a competitors product. The procedure was completed with no pt injury or further complications reported.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.